Event description:
Patient reported having tooth fracture and tooth loss. No further information is available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.